Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the standalone board and relay required replacement, and were the cause of the reported issue. The parts were replaced and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system detector calibration could not be completed. It was reported that the options were greyed out in the software. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned standalone board and relay found that the reported event was related to an electrical issue. The standalone board did not pass bench testing as both ac / dc voltages were not present with 0 volts. The fans did not come on and no leds lighted. The relay passed bench test. The varistor measured open. Standalone board was non-functional.